Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-00934.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-00934. It was reported the patient was no longer receiving pain relief. As a result, the patient's scs system (for the thoracic area) was explanted.